Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition of over two seconds. The therapy of the patient was turned off and a life vest was provided while a system revision is being scheduled. At this time, this lead remains implanted. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition of over two seconds. The therapy of the patient was turned off and a life vest was provided while a system revision is being scheduled. At this time, this lead remains implanted. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Manufacturer narrative:
Updated record with additional information from the field stating this system exhibited infection. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition of over two seconds. The therapy of the patient was turned off and a life vest was provided while a system revision is being scheduled. At this time, this lead remains implanted. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. No further adverse patient effects were reported. Additional information was received stating infection was also observed for this system when explanted. No additional adverse patient effects were reported.